Event description:
On (B)(6) 2012, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2012, the patient suffered an ischemic stroke.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc121400/10265401 and pxc161000/9758194. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use state that adverse events that may occur include neurologic damage, local or systemic (e.g., stroke).